Event description:
The pt was noted to have a "superficial stitch abscess at the ICD implant site". Antibiotics were administered and all records indicate that this device remains actively implant. Should additional info become available, this event will be updated.